Event description:
Philips received a complaint on the mrx device indicating the error and requires troubleshooting. There was no patient involvement. The bme evaluated the device on site. It was determined that this was a malfunction of the capacitor, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the capacitor. The reported problem was confirmed.